Event description:
The customer reported the device was displaying alarm-error codes/messages. It was reported there was no patient involvement.

Manufacturer narrative:
A review of the device history record for sn(B)(6) was performed from date of manufacture 03/23/2007 to present date 10/29/2020 and note that this device has been returned for service three times without correlation to the customer reported issue or service repair.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported the device was displaying alarm-error codes/messages. It was reported there was no patient involvement.